Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. H4: based on the 3 digit lot number provided, the manufacturing date of the device was in the month of march 2014 but a specific date could not be identified. The device history record (DHR) was unable to be reviewed for this device, as only the 3-digit lot number was provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it's likely external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected. The user may have applied stress toward wrong direction which caused the external stress. The event can be detected by following the instructions for use which state: preparation and inspection: visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the connecting tube had broken tab. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.